Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.

Manufacturer narrative:
On (B)(6) 2026, the user reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Review of sensor data did not indicate evidence of a system malfunction. A firmware update was available at the time of the interaction; therefore, as a proactive troubleshooting measure, support intended to advise the user to perform the update. System reinitialization occurs as part of the upgrade process, which clears the calibration buffer and addresses potential calibration misalignment. However, the information could not be relayed to the user since the user remained unresponsive to multiple contact attempts. Dms review confirmed the system was current with active use.